Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the right ventricular lead integrity alert. Evidence of non-physiologic oversensing was observed in high rate non-sustained and ventricular tachycardia (vt) non-sustained episodes since (B)(4) 2014. Since the last session, the sic averaged around 118 per day in 6 days. The lead integrity alert (lia) warning triggered for increased sic count and 2 or more high rate-non-sustained episodes less than 220 ms on (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained tachycardia episodes with noise and short interval counts (sic). T-wave oversensing (twos) was also noted. A lead fracture was suspected. The sensitivity was changed on the lead and a replacement was scheduled. During the lead extraction, the inferior vena cava was torn and had to be surgically repaired. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.